Event description:
No other information was received, please see h6 and h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. Investigation findings items returned for evaluation: -implant. Items not returned for evaluation: -pusher. -introducer. -catheter. The implant was returned stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. The implant coils for the devices with the material number 45-750824 do not have a stretch resistant monofilament per the build card and label reference; therefore, this investigation could not determine the mode of separation. Investigation conclusion the investigation of the returned coil system found the implant to be stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. Without the return and evaluation of the pusher to inspect the attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
It was reported that during tips revision, a cx 035 coil was put through a 4fr 65cm glidecath. The cx coil formed nicely however self-detached. The coil was being connected to the detachment handpiece when they noticed it was already detached outside of the catheter. It is noted the end of the coil looked like it was unraveling. They removed the cx 035 coil and completed the procedure with the 018 cx coils. There was no patient impact, injury, or intervention. No other information was made available.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.